Manufacturer narrative:
Internal file number - (B)(4). Correction: lot #, device not available for evaluation, manufacturing site. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no similar incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption numbere 2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid internal carotid artery that was mildly tortuous, moderately calcified and 30% stenosed. The emboshield nav 6 was advanced to the lesion and deployed, but during retrieval of the delivery catheter, the filter migrated downwards with the delivery catheter and seemed as if it was stuck inside the delivery catheter. It was decided to retrieve the filter with the delivery catheter as a single unit. No other devices could cross, so the procedure was aborted. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided regarding this event.